Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to a software error on an older revision software. The device mcu software was upgraded to revision 19.03 to resolve the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.